Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00193-00. The date of that submission was 18-mar-2025. B3: event date unknown. H3: one sample was received. Sample was visually and functionally tested and the customer reported complaint was able to be confirmed. The fluid would not make it past the needle of the set. The probable cause is due to errant solvent application error during assembly. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that the line had blockage. Saline did not seem to flow even after the clamp was released. There was no disinfection or sterilization, and no infectious disease occurred. This occurred before patient use during priming. There no patient harm or adverse event reported as a result of the event.